Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1807402, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
As reported, hemostasis was not achieved with a mynxgrip vascular closure device (vcd) and the plug could not be visualized on ultrasound. Prior to the vcd being used, the vcd balloon was primed with saline/contrast mix. Initially, the physician inserted the vcd up to the white mark and retracted to 1st point of resistance, continued to retract, however, the 2nd point of resistance was felt to not be the intima of the cfa (common femoral artery). This was confirmed by bleed back from side arm. The vcd was re-inserted, 1st and 2nd points of resistance were felt. Side port was opened and blood was observed which stopped when tension was applied to device. Shuttle down as per IFU and 12 cm sheath was removed from the patient exposing the advancer tube. The advancer tube was advanced for 30 seconds. The device was then laid on the patient and "moderate" blood loss was noted around the skin at the advancer tube. The sales rep advised the user to apply light pressure with a gauze swab. After 90 seconds, the physician was advised to, perform the steps lock, stabilize, deflate and remove the device from the patient. During the final removing of advancer tube, significant bleeding was noted, and manual compression was applied for approximately 5 minutes with effect. There is a concern over whether the plug was deployed intravascularly. The patient's vessel was noted to be diseased. Ultrasound was used to attempt to visualize the peg plug subcutaneously, but it could not be seen. Color enhanced ultrasound of the vessel showed the left common femoral artery with an unknown anomaly on the wall. It could not be determined if this was native to the vessel or a foreign body, however, it was noted that blood flow remained patent in the cfa, past the anomaly which appeared stationary. Pulses and temperature of limb had been poor pre-procedure and in the physician¿s words remain similar post procedure. The vascular surgeon was informed. Repeat ultrasound showed no change, with no reported deterioration to the patient¿s condition. Twenty-four (24) hours later, the patient was noted to be recovering well. The physician is not certain whether or not the plug was deployed intraluminal. Additional information indicated that the access site stick location was at the medium level. Multiple sheath exchanges were not required. One closure device was used in the patient. Ultrasound guided puncture. Moderate calcium and "little" vessel tortuosity were noted; however, the femoral artery was considered suitable for closure. Repeat ultrasound showed no evidence of intraluminal deployment. The patient's hospitalization was not extended. The patient was noted to have recovered.

Manufacturer narrative:
Device evaluation: the non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were not returned with the device. The syringe was vacuumed lock and connected to the device. The procedural sheath was observed on the catheter, fully retracted. The condition of the returned device does match the description of the reported incident. No visual damages or anomalies were observed. Without the return of a whole device, the deployment test to ensure device functionality could not be performed. A review of the manufacturing documentation associated with lot f1807402 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. It was reported that ¿ultrasound was used to attempt to visualize the peg plug subcutaneously, but it could not be seen¿ and that ¿twenty-four (24) hours later, the patient was noted to be recovering well and the physician is not certain whether or not the plug was deployed intraluminal.¿ based on the information provided and the investigation performed, the reported sealant misdeployment (intravascular) failure could not be confirmed and the root cause could not be conclusively determined. However, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/vein. No visual damages or anomalies were observed on the returned product. The phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Complaint conclusion: as reported, hemostasis was not achieved with a 5f mynxgrip vascular closure device (vcd) and the plug could not be visualized on ultrasound. Prior to the vcd being used, the vcd balloon was primed with saline/contrast mix. Initially, the in-training physician inserted the vcd up to the white mark and retracted to 1st point of resistance, continued to retract, however, the 2nd point of resistance was felt to not be the intima of the cfa (common femoral artery). This was confirmed by bleed back from side arm. The vcd was re-inserted, 1st and 2nd points of resistance were felt. Side port was opened and blood was observed which stopped when tension was applied to device. Shuttle down as per instructions for use (IFU) and the 5f 12 cm sheath was removed from the patient exposing the advancer tube. The advancer tube was advanced for 30 seconds. The device was then laid on the patient and "moderate" blood loss was noted around the skin at the advancer tube. The sales rep advised the user to apply light pressure with a gauze swab. After 90 seconds, the physician was advised to, perform the steps ¿lock, stabilize, deflate¿ and removed the device from the patient. During the final removing of advancer tube, significant bleeding was noted, and manual compression was applied for approximately 5 minutes with effect. There was a concern over whether the plug was deployed intravascularly. The patient's vessel was noted to be diseased. Ultrasound was used to attempt to visualize the peg plug subcutaneously, but it could not be seen. Color enhanced ultrasound of the vessel showed the left common femoral artery with an unknown anomaly on the wall. It could not be determined if this was native to the vessel or a foreign body, however, it was noted that blood flow remained patent in the cfa, past the anomaly which appeared stationary. Pulses and temperature of limb had been poor pre-procedure and in the physician¿s words remain similar post-procedure. The vascular surgeon was informed. Repeat ultrasound showed no change, with no reported deterioration to the patient¿s condition. Twenty-four (24) hours later, the patient was noted to be recovering well. The physician is not certain whether or not the plug was deployed intra-luminally. Additional information indicated that the access site stick location was at the medium level. Multiple sheath exchanges were not required. One closure device was used in the patient. It was an ultrasound-guided puncture. Moderate calcium and "little" vessel tortuosity were noted; however, the femoral artery was considered suitable for closure. Repeat ultrasound showed no evidence of intraluminal deployment. The patient's hospitalization was not extended. The patient was noted to have recovered. A non-sterile 5f mynxgrip vascular closure devices involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were not returned with the device. The syringe was vacuumed lock and connected to the device. The procedural sheath was observed on the catheter, fully retracted. The condition of the returned device does match the description of the incident. No visual damages or anomalies were observed. Without the return of the whole device, the deployment test to ensure device functionality could not be performed. A device history record (DHR) review of lot f1807402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment (intravascular)¿ was not confirmed through analysis of the device since the whole device was not returned. An exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information provided and the investigation performed, it is possible that vessel characteristics (diseased access site with moderate calcification and little tortuosity) and/or procedural/handling factors (physician in training, and significant bleeding noted around the advancer tube after deployment and tamping) may have contributed to the issue experienced since it was additionally reported that ¿repeat ultrasound showed no evidence of intraluminal deployment¿ and there was no change to the temperature and pulses of the limbs post-procedure. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Step 2: deploy sealant, align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ additionally, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/ vein. No visual damages or anomalies were observed on the returned product. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.